Event description:
Two (2) hardened lumps on the side; my husband noticed the lumps. There are 2 hardened lumps that are uncomfortable. I have to move the silicone breast implant around to ease the pain and weird itching. FDA safety report ID# (B)(4).